Event description:
S/p orif left tib/fib fx., (1) synthes 212 series 3.5mm locking screw. And (5) synthes 02.200 series 3.5mm cortex screws were noted to be broken. The majority of the hardware was replaced, which unintentional retention of several of the broken portions of the screws within the tibia. Reason for use: tib/fib fracture.